Event description:
Implant has crown stuck inside.

Manufacturer narrative:
Record transmitted on time. Due to a mis connection between the system and the esgnextgen portal, no acknowledges were received. Sparta support requested a resubmission.